Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sensor module level/bubble. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sensor module level/bubble of the sorin s3 console did not read properly during priming. There was no patient involvement. Through follow-up communication with the customer, sorin group (B)(4) learned that the device failed when a backup pump was hooked up to the level/bubble module. The module was tested on another pump and began to work. A replacement module was sent to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sensor module level/bubble of the sorin s3 console did not read properly during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the sensor module level/bubble. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through additional follow-up communication with the customer, livanova (B)(4) learned that the issue was caused by a user error. The customer had attempted to use the wrong part. The module was swapped out for the correct part and the issue was resolved. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. User issue caused malfunction.